Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disc disease. Non-union, lumbar spine and underwent the following procedures: anterior exposure of the l5-s1 disc space for fusion. Anterior lumbar interbody fusion (alif) at l5-s1. Application of anterior peek interbody spacer device, l5-s1. Application of anterior titanium plate screw constructs, l5-s1. Posterior spinal fusion with instrumentation revision, l4-s1. Hardware removal l4-l5, l5-s1. Left posterior iliac crest bone graft harvest through a separate incision. Left posterior iliac crest bone marrow aspirate. As per op-notes," a needle marker was placed in position, identifying the l5-s1 level with intraoperative radiographic image. After this was completed, I then utilized a scalpel, followed by a cobb elevator to elevate the disk material. Endplates were decorticated with a curette. Additional disk material was resected. A series of trial sizers were utilized, identifying a 15 mm spacer to be the appropriate size. Subsequently, rhbmp-2/acs was utilized to pack in the anterior peek interbody spacer device with a small amount of crushed cancellous allograft. This was then tapped into position with excellent mechanical purchase, followed by application of 25 mm screws.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.